Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this lead was surgically abandoned without incident.

Event description:
New information received indicates that this lead has high threshold measurements with loss of capture (loc). No surgical intervention is planned and the patient will be monitored. The patient is not pacemaker dependent.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient's pacemaker was reprogrammed to pace/sense in the ventricle only and the patient was asymptomatic to loss of a-v synchronny. Given the patient's other medical issues the physician requested to wait for six months before considering a lead revision. No adverse patient effects were reported. This product remains in-service.